Event description:
Device report from synthesis reports an event in japan as follows: it was reported that on (B)(6), 2019, the patient underwent a surgery with the dhs for the fracture of the trochanteric femur. The surgeon reported that on (B)(6), 2022, the patient complained about pain and limited movement. The secondary fracture had occurred that was caused by the malunion of the trochanteric part. The dhs was removed, and procedure was completed with the total hip arthroplasty. This report is for one (1) unk - screws: dhs/dcs. This is report 2 of 2 for complaint pc-(B)(4).

Manufacturer narrative:
Additional narrative: this report is for an unk - screws: dhs/dcs/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.